Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had a high blood glucose value. Customer's blood glucose value was between 400mg/dl to 500mg/dl. Customer treated with manual injection. Customer's mother declined to troubleshoot the pump. Insulin pump will not be returned for analysis.